Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4). The rv lead was returned but there was no analysis performed.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection and erosion with sepsis. The patient also had a sternal suture wire that was eroding through the skin and was removed by the surgeon. There were no additional adverse patient effects reported. The lv lead was explanted.